Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose of 37 mg/dl and high blood glucose of 400 mg/dl. The customer was treated with bolus for high blood glucose and glucose tablets, orange juice, peanut butter graham crackers. The customer stated that the reservoir had air bubbles. The approximate size of the air bubbles was 1/4th and 1/8th. Troubleshooting was declined for low blood glucose and high blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.